Event description:
It was reported the pt has not recharged the ipg in over one yr. Reportedly, stimulation worked properly. Troubleshooting was unsuccessful with establishing communication. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.